Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the cartridge was leaking from the "middle channel of the cartridge."the customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.